Manufacturer narrative:
(B)(4). Expiration date: 02-28-2025. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.5/1.5/067 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This exchange resolved the problem. The cause of the event was reported as unknown.